Event description:
It was reported that the customer alleged that a patient sustained a burn/frostbite during treatment with the unit.

Event description:
It was reported that the customer alleged that a patient sustained a burn/frostbite during treatment with the unit.

Manufacturer narrative:
Upon further investigation the customer reported that there was no alleged malfunction and that the doctor associated with this event stated that the patients condition was pre-existing and that the product did not malfunction. The alleged complaint was confirmed to not be associated with a product malfunction or any alleged issue with this unit. This complaint was incorrectly reported and the device did not cause or contributed to the event. The unit was only involved in the event as a concomitant product and confirmed to not have caused or contributed to the event.